Event description:
A malfunction alarm occurred with the customer's pump, displaying a malfunction code 5. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup insulin delivery method.